Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal delivery totals in the total daily dosage do not match the active basal program total. It was reported that the patient experienced a blood glucose level of above 250 mg/dl but below 500 mg/dl, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.